Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuos and moderately calcified left cephalic vein. After a 4f non-bsc sheath and a 0.014 inch non-bsc guide wire crossed the lesion. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilalation. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The procedure completed with a 5-2 sterling balloon. No patient complications were reported.